Manufacturer narrative:
Dhrs were reviewed and no records confirming the defect were observed. Archival samples meet requirements of specification. Additionally, 10 randomly selected pen needles from archival samples were assembled on pen injector. With every attempt, droplets on the cannula were observed and injection of applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all tested pen needles. Returned samples meet requirements of specification. Additionally, returned pen needles were assembled on pen injector. With every attempt, droplets on the cannula were observed and injection of applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all tested pen needles. The defect is not confirmed. No corrective action. Complaint closed.

Manufacturer narrative:
Product involved in incident was not returned for evaluation. If product is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Caller said that the insulin does not always come through the needle and she sometimes needs to use up to three needles for an injection. She only uses the needles once and has not noticed the needle being bent on either end. She is using lantus and victoza. Part 234132. Lot y58j3, expiration 2023-02-01. Replaced pen needles and sent (B)(4).